Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced erosion with the advance sling. An artificial urinary sphincter (aus) was implanted consisting of a 4.0 cm cuff, pump and balloon. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.